Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. It was noted that the capsule trocar needle did not advance. The capsule fell off into the pt's stomach. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible. The device was returned missing the capsule.